Event description:
It was reported that the right atrial (ra) lead dislodged during pocket relocation. The lead was explanted and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.